Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a visit, a patient presented with bradycardia. It was noted that there was no capture on the atrial and ventricular leads. During the procedure, it was evidenced that both leads had been displaced. The leads were explanted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2020-14713.